Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove and replace the implants at the patient's request.

Event description:
The patient had left side si joint arthrodesis around 2018 where three implants were installed. The patient had a period of si joint pain relief before later reporting to a new surgeon with complaints of a recurrence of pain symptoms and requested that the implants be removed. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the caudal positioned implant using chisels as it was solidly fixed in bone. The surgeon was unable to remove the middle and cranial positioned implants using chisels and left them both in place. The surgeon did not indicate that any of the implants were loose or malpositioned. The status of the patient following the revision procedure is not known.